Manufacturer narrative:
Analysis summary: analysis confirmed the stated reason for return of damaged lead port, both the atrial and the ventricular connectors were damaged. It was additionally noted that the liquid crystal display showed defective spots in the screen and that this unit still needed the updated battery shorting bar design. All found defective parts are to be replaced and all other identified issues resolved. The device will be re-calibrated and functionally tested on the automated tester. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken atrial lead port. The generator was returned for service. No patient complications have been reported as a result of this event.